Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the patient's device was causal in relationship to the patient's hospitalization due to overdoses, unconsciousness, coma requiring a ventilator, and cardiac arrest with resuscitation. There was no information provided to reasonably suggest the pump medication was being delivered unintentionally in a manner greater than prescribed. The pump was placed in minimum rate. Overdose was not confirmed. It was reported that the diagnostic testing that was performed was noted as n.v.t.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) and patient (con) via a company representative (rep) and competent authority (ca) regarding a patient receiving compounded baclofen (3000mcg/ml, 302mcg/day) via implanted infusion pump. It was reported that the pump was installed in october 2022 and that the patient had received an unexplained overdose up to 3 times in 2023 that left her unconscious. The patient required hospitalization. After the first overdose, the patient stated that she was in a coma for 4 days. In addition, the patient indicated that she had also been on a ventilator. After the third overdose, the patient had the same consequences. She suffered a cardiac arrest, after which resuscitation followed. According to the patient, the pump was checked every year and a half by her home care organization home4homecare. Furthermore, the patient indicated that in 2023, around the possible overdoses from the baclofen pump, she contacted the medtronic several times. The patient indicated that care4homecare was aware of the possible overdoses due to the baclofen pump. The company representative reported that the patient had reported multiple instances of motor stall, but did not mention the overdoses. It was unknown if the issue was resolved. The patient's age, weight, and medical history were asked, but would not be made available. The patient's status at time of report was alive - no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b2: outcome attributed to adverse event: intervention required is also applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) and it was reported regarding the previously reported ¿n.v.t¿ that meant ¿not applicable¿ for diagnostic testing done to confirm the overdoses. It was also reported the symptoms did resolve after a lot of intervention, which had nothing to do with the pump and the hcp did not want to share with the rep, since it was not pump related.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.